Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detector alarm occurred during a routine hemodialysis treatment. There was no report of a visual blood leak. Rinseback was not performed due to facility protocol, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The exact cause of the reported alarm cannot be determined. The occurrence of a blood leak alarm during treatment without gross evidence of an actual blood leak is typically the result of air in the effluent chamber that was not evacuated adequately by the operator during priming of the cartridge. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.